Manufacturer narrative:
The accounts maintenance replaced the foot hi/low motor to repair the bed.

Event description:
The account alleged that the trendelenburg function is not working on this bed due to a defective foot hi/low motor.